Event description:
Initial information: a 4.0 x 40 angiosculpt got caught on a stent (3 years old) in a leg case. Clinician was able to retrieve the angiosculpt with no patient injury. Hospital did not save the unit. Additional information: a 4.0 x 40 mm angiosculpt was advanced over an 0.018" guide wire to the right common femoral artery stenosis and inflated. During device removal, the angiosculpt became stuck on the edge of the previously placed external iliac stent upon passing through the right iliac artery system. Clinician attempted several maneuvers and spent approximately 45 minutes in an attempt to free the angiosculpt from the stent. Clinician was able to free the angiosculpt from the stent and into the sheath. The sheath was removed along with the angiosculpt because the angiosculpt could not be removed out of the 5-french sheath. The stent remained intact and the angiosculpt was removed in its entirety; however, there was damage to the angiosculpt. Patient tolerated the procedure well and had no evidence of a hematoma at the groin site. There was good flow through the patient's peripheral bypass graft as evidenced by a palpable pulse in his right groin and his popliteal artery. Patient was in stable condition upon transfer out of the catheterization lab.

Manufacturer narrative:
Review of the procedural angiogram did not provide any significant additional information about the event. However, additional event information, including patient's outcome, was obtained from the clinician's catheterization report. The patient did not sustain any injury as a result of this event. Method: product disposed by hospital, thus unable to evaluate device. Results: device interference with stent struts or calcified lesions is an anticipated or known possibility.